Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a different device. No complications were reported and the patient was in good condition.